Event description:
It was reported that t:slim x2 pump battery would not charge even when using tandem charging cable and wall adapter, and charging connection was not recognized despite remaining connected for at least 30 minutes. There was no adverse impact to the customer's blood glucose level. Customer later used different charging supplies, including tandem charging cable and wall adapter, and pump began charging without shutdown or loss of power, so no further assistance was required.